Manufacturer narrative:
This MDR is being submitted following our procedure: patient experienced high blood glucose levels and was diagnosed with diabetic ketoacidosis (dka). Patient was on the v-go at the time of hospitalization. Devices worn at time of hospitalizations are not available for investigation. Insufficient information available to explain if the v-go contributed to the events or not.

Event description:
Diabetic pt. Type unknown wearing v-go 20 for 1 month reported to valeritas customer care (vcc) in an outbound call was hospitalized with the v-go device on twice. Ae assessor spoke with pt. For further investigation of case. Pre-v-go bg <200 mg/dl, a1c 8.9%, taking lantus 30 units/daily and 8 units of humalog with meals. Using v-go bg <200 except for 2 hours prior to first hospitalization when bg 916 mg/dl on (B)(6) (discharged (B)(6)). During second hospitalization bg went up gradually from 200s to 500s over couple days and she was admitted on (B)(6) for 2 weeks, bolus dose sliding scale. Diagnosis with both hospitalizations was dka. Pt. Denies lifestyle contributed to dka. The patient recovered without sequelae.